Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. See h10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced a cracked/broken catheter adapter/hub. The following information was provided by the initial reporter: on (B)(6) 2020, when performing piu catheter maintenance for patients, a separable membrane needle-free closed infusion connector was used. After connecting the new connector, if a crack is found on the connector, immediately replaced the separable membrane with a needleless closed infusion connector, it can be used normally, the patient has no adverse reactions.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced a cracked/broken catheter adapter/hub. The following information was provided by the initial reporter: on (B)(6), 2020, when performing piu catheter maintenance for patients, a separable membrane needle-free closed infusion connector was used. After connecting the new connector, if a crack is found on the connector, immediately replaced the separable membrane with a needleless closed infusion connector, it can be used normally, the patient has no adverse reactions.